Event description:
It was reported there was a 'significant change' in pacing and sensing in the ventricle, with loss of capture and sensing noted on transtelephonic monitoring. There was an additional report that the lead was fractured, and it was replaced. It was reported the atrial lead impedance was > 9999 ohms. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; all conductors fractured; proximal segment returned and analyzed.